Event description:
It was reported that during an implantable cardioverter defibrillator relacement procedure, the physician attempted to gain access to the middle cardiac vein using an inner catheter and guidewire. After manipulating the system for about 15 minutes, the tip of the guidewire broke off and migrated into the patient's coronary sinus. The procedure was abandoned.

Event description:
Caller reported that based on a blood glucose result of hi, which on the advantage system indicates a result in excess of 600 mg/dl, customer was given 10 units of novolog insulin. One hour later, same system gave a result of lo, which on the advantage system indicates a result less than 10 mg/dl. The customer had no symptoms and was not treated, but emts were called. More than 10 minutes following the lo result, emts had a result of high on their meter, caller said, "reading was over 700 then". Customer was given insulin drip, hospitalized 2 weeks. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Analysis found that the guidewire was bent and fractured at the distal tip. The damage found is consistent with that occurring at the time of the implantable cardioverter defibrillator system implant.

Manufacturer narrative:
Na